Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the fixed water from the foley catheter cannot be completely drained. Per additional information received on 23oct2024, it was reported that when draining, about 7cc of water was drawn. Even if they took time, the entire amount would not be drawn out.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. First photo sample shows top view of catheter ample port connector and syringe. Second photo sample zooms in on end of catheter with a small, inflated balloon. Third photo sample shows the inflation valve. Fourth photo sample shows outer tray packaging. The fifth photo shows the product packaging with foreign writing. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the fixed water from the foley catheter cannot be completely drained. Per additional information received on 23oct2024, it was reported that when draining, about 7cc of water was drawn. Even if they took time, the entire amount would not be drawn out.